Manufacturer narrative:
The customer did not properly lock the lever that secures the calf support in place.

Event description:
It was reported by service report that the calf support will not lock into position and falls down when weight is applied. No pt involvement or adverse consequences are reported.